Event description:
An olympus representative reported that the customer's hd camera head stopped providing an image during a cystoscopy procedure. According to the initial reporter, the procedure was competed using a similar device, without any harm to the patient.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the olympus service center confirmed the reported event. It¿s likely that the loss of image was due to a charge-coupled device failure. Additionally, the b30 error (scope communication error) was likely caused by a cable breakage due to buckling. The root cause of the charge-coupled device failure and cable buckling/breaking was unable to be identified. Olympus will continue to monitor field performance for this device.